Manufacturer narrative:
(B)(4). This lot was manufactured between march 14, 2013 and march 15, 2013. The sample was not returned for evaluation, therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is not available for evaluation. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
It was reported that a small volume infusor ruptured during filling of the device with a solution of 4ml fluorouracil (not a baxter product) and 92ml nacl (not a baxter product). There was no patient involved. No additional information is available.